Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for spinal pain. The drug concentration and dose rate for both fentanyl and bupivacaine were unknown. It was reported the pump was alarming or beeping. A single tone alarm went off and the patient was planning to go for a pump fill tomorrow, but now a double tone alarm was sounding. The patient attempted to bolus and their personal therapy manager (ptm) showed a code of 8286 regarding empty reservoir. No patient symptom was reported. The patient was to follow-up with their healthcare provider. The patient had a call into her hcp. No further patient complications have been reported as a result of this event.